Event description:
The customer contact reported the pt received more medication than intended. In 2008 at 2050, the device was programmed to deliver a custom vial prepared by the user facility containing benadryl 4mg/ml, ativan 0.16mg/ml and decadron 0.26mg/ml (bad) with a concentration of 1mg/ml, in the pca+continuous mode, with a 0.1mg/hr continuous rate, a 0.5mg pca dose, a 60 minute pt lockout, and a 1.5mg 4 hour limit. The customer contact reported that at 2127, the device was reprogrammed with a 30 minute pt lockout. On the next day at 0038, the device was reprogrammed for a 1.9mg 4 hour limit. At 0633, the pt's parents reported to the nurse that the pt was "kind of drowsy, loopy" and "not himself." At this time, the nurse reportedly told the parents that this was a side effect of the medications. At 0642, the nurse reported that while clearing a 2.9ml volume delivered that was displayed on the device, it was noted the vial contained between 20ml to 20.5ml instead of an expected 26ml. There were no medical interventions required. The device was removed from clinical service. There was no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device history was downloaded at the user facility. A review of the history indicated in 2008 at 2048, the pump was powered on & the history was cleared. At 2049, a bad 1 mg/ml vial was confirmed & the cca ped 5-9.99kg was programmed, the pump indicated that bad 1 mg/ml not in cca. Between 2050 & 2051, pump was programmed in the cca ped 20-24.9kg, to deliver in the pca+ continuous mode, with a 0.5mg pca dose, a 60 min pt lockout, 0.1 mg/hr continuous rate & a 1.5mg 4 hour limit, the door was locked. At 2054, infusion was started. Between 2126 & 2128, door was opened, pump was reprogrammed with a 30min pt lockout, door was locked, check setting alarm occurred, door was opened, the 30 min pt lockout was confirmed, the door was locked & the infusion was started. At 2131, there was an infuser paused alarm & infusion was started. At 2132, door was opened & locked, infusion was started, an infuser paused alarm occurred & infusion was started. Between 2201 & 2302, there were two 0.5mg pt initiated deliveries. On the next day at 2400, a new date stamp occurred. At 0037, door was opened. At 0038, pump was reprogrammed & confirmed with a 1.9mg 4 hour limit, door was locked & infusion was started. Between 0216 & 0416, there were two 0.5mg pt initiated deliveries. Between 0633 & 0637, there were 5 infuser paused alarms & infusion was started 4 times. At 0638, door was opened. At 0642, device was powered off, the date & time of the same day was set & a 2.9mg total was cleared. A review of the history indicates the device delivered as programmed.